Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to increased charge burden and magnetic resonance imaging (MRI) preferences. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. The ipg was retained and will not be returned for analysis. The patient was stable post operatively.